Event description:
A report was received that the patient was experiencing discomfort and pain at the pocket site. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing discomfort and pain at the pocket site. The patient will undergo a revision procedure.

Manufacturer narrative:
The returned product analysis indicated that the ipg passed electrical, performance and visual tests. The source of the pocket pain could not be determined. The ipg passed all required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing discomfort and pain at the pocket site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient will not be explanted at this time.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure and the physician does not suspect device malfunction.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the physician replaced the ipg and lead.

Event description:
A report was received that the patient was experiencing discomfort and pain at the pocket site. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing discomfort and pain at the pocket site. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing discomfort and pain at the pocket site. The patient will undergo a revision procedure.